Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the drive support cap appeared to be loose. The customer stated that the motor error occurred more than once in the last 30 days. The customer stated that they were not able to rewind. The customer will be sent a replacement pump.